Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold. The fluoroscopy has been performed and it revealed that the lead had dislodged. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.